Event description:
"Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of blockage with an infusion set. The blockage was located at the site. Patient's blood glucose at the time of event was 533 mg/dl therefore, patient took a correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information available.